Event description:
This is a follow-up to the initial emdr filed on october 1, 2024. As initially reported, the patient received a trusculpt ID treatment to her abdomen and flanks. The device operator reported that within the first minute, the patient complained of a hot sensation on her back. The device operator stated that she paused the treatment and checked the return pads that were placed on the patient's upper back and then restarted the treatment. The patient appeared comfortable for the remainder of the session, with no further complaints. Two days after the treatment, the patient reported a blister to the clinic. The clinic provided a photo showing a small, deep dermal thickness burn in the center of the patient's back. The clinic is providing wound care to the patient but declined to specify the specific wound care being provided for the burn. At the time of the initial emdr, cutera was awaiting return of the return pad cables. The return pad cables have since been received and tested, and they were determined not to have caused or contributed to the event. In addition, the error log and rf log were reviewed, and there were no errors nor pauses during the treatment. It is unclear why the device operator reported that she paused treatment to check the return pads. The most likely root cause for the burn on the patient's back is that the return pads were applied with the patient arching forward, contrary to the instructions for use. When the patient then laid flat, a fold or crease formed under the center-most adhesive surrounding the return pad, allowing sweat to accumulate in a fold or crease prior to the treatment beginning. When the treatment began, the sweat essentially extended the size of the return pad electrode in that location, allowing more of the return current to exit the patient nearer to her spine where the fat thickness is less than under her central back where the return pad was located. An investigation report has been finalized and filed in cutera's complaints handling system.

Event description:
The patient received a trusculpt ID treatment to her abdomen and flanks. The device operator reported that within the first minute, the patient complained of a hot sensation on her back. The device operator paused the treatment and checked the return pads that were placed on the patient's upper back. The treatment was restarted, and the patient appeared comfortable for the remainder of the session, with no further complaints. Two days after the treatment, the patient reported a blister to the clinic. The clinic provided a photo showing a small, deep dermal thickness burn in the center of the patient's back. The clinic is providing wound care to the patient but declined to specify the specific wound care being provided for the burn. The return pad cables will be sent back to cutera for further evaluation.